Manufacturer narrative:
(B)(4). The device was not returned to bsn.

Event description:
A report was received that the patient was having discomfort at the ipg site. The patient underwent an ipg explant procedure. No device malfunction was suspected.